Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant of this subcutaneous electrode, the ring came off the tip when the physician put the suture through it. The electrode was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode was thoroughly analyzed. Visual inspection noted that the anchoring hole on the distal sensing electrode tip was broken off. It was noted that the break occurred at the tip welds. Detailed analysis was performed and it was determined that the tip ring fractured in this location due to ductile overload.